Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Bill had a new pcu8015 did not update data set because it was not connected to server. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I remote in to bills' computer to assist him set up network configuration package and transfer network configuration to the pcu. We could not export network profile from a working pcu because it was fip enable. I advised bill to contact his it to obtain his hospital network configuration package. I show him how to import network profile to alaris system maintenance software confi ref: (B)(4).